Manufacturer narrative:
(B)(4)

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the severely tortous and severely calcified left descending artery. A 3.00 mm x 12 mm nc emerge® balloon catheter was advanced but failed to cross the lesion. The device was removed and it was noted that the device was broken. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded. There is blood in the inflation lumen and the balloon. The shaft is intact; there is no shaft separation. The outer shaft, inner shaft, balloon and tip were microscopically examined. There is a pinhole at the distal markerband. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left descending artery. A 3.00 mm x 12 mm nc emerge balloon catheter was advanced but failed to cross the lesion. The device was removed and it was noted that the device was broken. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.